Event description:
It was reported that during a pta procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and moderately tortuous right superficial femoral artery. Upon the 3rd inflation, the sterling balloon ruptured at 12 atms. The first two inflations were also at 12 atms. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the reported complaint could not be determined; therefore, the most probable root cause is determined to be operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.